Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that an unspecified malfunction alarm occurred. The pump was reportedly dropped. Additionally, it was reported that the wall adapter fit loosely in the wall outlet and the customer experienced difficulty charging the pump as a result. Replacement adapter was sent to the customer. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 324 mg/dl.